Event description:
Baxter affiliate reports one incident of uveitis (or iridocyclochoroiditis). Patient was hospitalized in the nephrology dept due to vertigo syndrome, acute conjunctivitis, fever, hypoacusia, muscle and bone pain and leucocytosis. No further information available.